Event description:
The right internal iliac artery was embolized prior to the procedure. The main body graft was advanced via the pt's left femoral artery. Deployment of the contralateral iliac leg graft, noted the device fell very short of the intended landing zone in the external iliac artery. A second iliac leg graft was deployed distally and telescoped up into the leg graft with an overlap of 2 3/4 stent bodies, landing just below the bifurcation of the external iliac artery. Although with the deployment of the leg grafts it appeared that the grafts landed in a narrowed area, the final angiogram noted a good outcome, void of any endoleak presence.